Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 69-year-old male was implanted with an impella cp for support during high-risk cardiac procedure. It was reported that during removal of the 14 fr sheath from the right femoral artery, a hematoma formed above the access site shortly after a repositioning sheath was advanced. Manual compression was applied. Subsequent examination revealed a rapidly growing medial hematoma, prompting the operator to initiate device removal and apply a femstop for hemostasis.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Vascular dissection: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of the hematoma was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. Correction: e4.

Event description:
Additional information was received that the bleeding did not occur during delivery of the device. It was after the peel away sheath was removed and peeled away. It was reported that the scrub assistant was ¿aggressive¿ when he held pressure on the groin for the physician to walk the sheath out and then peel it away. The bleeding didn¿t start until after the repositioning sheath was advanced forward.